Event description:
A customer reported that a pump malfunction occurred three times, causing a reset but allowing insulin therapy to resume afterward. The malfunction led to the customer's blood glucose level reaching 450 mg/dl. To address the high blood glucose level, the customer administered a correction injection manually and did not require third-party assistance. Technical support planned to replace the problematic pump with updated software and confirmed the shipping details. The customer was instructed on steps to take with the new pump, including returning the faulty pump within ten days using a prepaid label.